Manufacturer narrative:
The pump passed the functional tests, including the self-test, unexpected restart, displacement, rewind, basic occlusion, occlusion, prime, off no power and excessive no delivery alarm tests. No excessive no delivery alarms were noted. All operating currents were within specification. The pump was downloaded properly to care link. However, several displayable history alarms were found at the alarm history file due to a corrupted history file. The pump was received with a cracked reservoir tube lip, minor scratches on the display window and a cracked case at the display window corner.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported of high blood glucose readings and excessive on delivery alarms. The customer's blood glucose reading was 475 mg/dl. The customer delivered 5 unit fixed prime and insulin exited. The drive support cap appeared normal. The cannula was not bent. The insulin pump was returned for analysis.